Event description:
As reported (B)(6) 2014, a pt of unk age and gender presented for an angiographic procedure. During the procedure, it was noticed the soft tip of the angiographic catheter had fractured off inside of the patient. The fractured piece was successfully retrieved via snare. There was no reported of permanent harm or injury to the patient due to the event. It was reported the device is not available for return to the manufacturer for evaluation as it was disposed of by the user.

Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. The reported complaint description could not be confirmed. The root cause for the reported defect cannot be determined. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, adn performance specifications. There was no report of permanent harm or injury to the pt due to this event. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).